Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys ferritin (ferritin), elecsys ft4 iii (ft4 iii) and elecsys tsh (tsh) on a cobas e 801 module. The initial ferritin result was 1.23 ng/ml. The repeat was 44.9 ng/ml. The initial ft4 iii result was 0.297 ng/dl. The repeat was 1.22 ng/dl. The initial tsh result was 0.0428 uiu/ml. The repeat was 1.92 uiu/ml. The questionable results were not reported outside of the laboratory. The ferritin reagent lot number was 571811. The expiration date was not provided. The ft4 iii reagent lot number was 600151. The expiration date was not provided. The tsh reagent lot number was 597303. The expiration date was not provided.

Manufacturer narrative:
During review of the sample foam detection pictures, huge air bubbles were identified in the sample material. A "sample.b" (air bubble) alarm occurred at the time of the initial results. The investigation determined the event was due to a pre-analytical sample handling issue at the customer site.